Event description:
It was reported via repair work order that the nurse call was not functional as the cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.